Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral artery procedure using the hawkone m device in the mid right superficial femoral artery, a patient with a severely tortuous and tight bifurcation that was highly calcified. Severe resistance was encountered when advancing the device. During the procedure, the tip of the device became damaged and detached at the hinge pin. The tip detachment occurred in vivo, and the detached nosecone was removed along with the sheath. The procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis a visual inspection found that the tip is detached at the hinge pins, the hinge pins are still present on the housing, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.